Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. It was reported that the physician took the entire device out of the patient and completed the procedure with a non-bsc clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip unable to release from the catheter. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. It was reported that the physician took the entire device out of the patient and completed the procedure with a non-bsc clip device. There were no patient complications reported as a result of this event. Additional information received on june 21, 2022: note: this report pertains to one of three resolution 360 clip devices used in the same patient and procedure.